Event description:
The customer reported obtaining erroneously high reticulocyte results for nine (9) patient samples from the coulter lh 750 hematology analyzer. The customer stated that the samples were repeated on two other lh 750 analyzers and obtained results which were considered correct. The erroneously high reticulocyte results were reported out of the laboratory. However, there was no change or affect to patient treatment in connection with this event. The customer provided eight (8) initial and repeat patient results for review. The initial samples recovered higher reticulocyte results with instrument generated flags for all eight patient samples, when compared to the rerun results from the alternate lh 750 instrument. The customer reported that the samples were repeated on two lh750 instruments and the results correlated; however, the customer provided only repeat results from one alternate lh 750 analyzer. The customer reported out the final runs as correct. This report references the event which occurred on (B)(6) 2013 involving three patients; please refer to medwatch report #1061932-2013-02426 and #1061932-2013-02427 for reports of the event which occurred on (B)(6) 2013 and (B)(6) 2013 respectively. Quality control results prior to and following the event recovered within the established ranges. The samples were collected in 4 ml lavender top tubes and were processed within 24 hours of collection.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the laser and performed a laser alignment to resolve the issue. The fse observed better histograms and coefficient of variations (%cvs) following the repair and no further retic issues were noted. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is likely attributed to the laser which needed to be replaced. All associated reports related to this event: 1061932-2013-02425, 1061932-2013-02426, 1061932-2013-02427.